Manufacturer narrative:
The product code and common device name provided with the initial report was incorrect. The correct information has been provided with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was experiencing high blood glucose and treated with a manual injection. His blood glucose was 540 mg/dl. He said that he drank some tea with lemon and it dropped to 427 mg/dl. The customer was offered troubleshooting for the high blood glucose but declined. He also said that he was having issues with a sensor that he had just started three and a half days prior. Troubleshooting was done and the customer was advised to remove the sensor to see if it was bent. He said that it was not. The sensor is returning for analysis. The insulin pump is not returning for analysis.